Manufacturer narrative:
B5- it was later reported that the surgeon decided to perform lri (limbal relaxing incisions) and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -3.50/1.0/104, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.